Event description:
It was reported that the patient experienced dizziness. Upon investigation, episodes of myopotentials oversensing resulting in pacing inhibition were observed on the device of a pacemaker dependent patient. Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.